Manufacturer narrative:
The unit was returned for an evaluation. It was verified that the high-pressure sense line to the liquid level gauge is damaged. It appears to have been cut or torn. When the tube was replaced the device functioned within all manufacturer's specifications. The alleged incident would be expected due to the damage to the high-pressure sense line, which allows for the pressurized liquid oxygen to vent from the vessel.

Manufacturer narrative:
The unit has been returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
After the filling process at the patient's home, the unit iced up. Pangas retrieved the device for inspection in their repair centre. Their inspection revealed that the cable to the filling status display (gauge showing level of o2 in the tank) had burst and liquid oxygen had escaped from it. Because of continuous high pressure, lox flowed through the red tube which is directly connected to the display and caused the icing. Additional comments on 10th december 2019: the event happened during the filling process by the heimox operative in the technical room of a hospital. The tank was immediately taken out of service and therefore no patient was affected by the incident. There was no injury.